Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
The healthcare facility reported that while implanting an intraocular lens (iol) the haptic broke off in the eye. The broken haptic was retrieved and the lens was removed. The procedure was performed under topical anesthesia and the patient was left aphakic. The procedure time was extended by 30 minutes due to this issue. Additional information has been requested.

Manufacturer narrative:
Two delivery devices were returned for investigation. The complaint is on one unit and it is unclear which unit was involved in this event. Both preloaded delivery devices were evaluated. The first preloaded delivery device was received with the shuttle sitting correctly, the plunger was advanced to the cartridge and the lens was stuck in the cartridge conical area. There was no viscoelastic present in the cartridge, shuttle or the viscoport hole where the viscoelastic is applied. Based on these observations it was concluded that the lens was stuck due to lack of viscoelastic and was not considered as related to the reported issue. The second preloaded delivery device was received with the shuttle sitting correctly, the plunger was found past the tip of the cartridge, a haptic from the iol was torn off and was in the tip of the preloaded delivery device. There was a yellow tint / discoloration of an unknown origin in the cartridge area. No damage was observed to the shuttle or plunger. A lens was manually placed in the shuttle and was successfully delivered by the delivery device. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information user related factors, may have caused or contributed to this event.